Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed during evaluation. This error message has been attributed to a failed motor (flex). The motor assembly was replaced.

Event description:
It was reported that a spectrum pump had a system error 105. Any patient involvement, injury or medical intervention is unknown.